Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced reoccurring incontinence, and the device presented a total fluid lost. A surgical procedure was performed, in which the device was removed and replaced, while the cuff was resized. There were no additional patient complications.